Event description:
It was reported that during an ureteric stent procedure, the hydrophilic coating stripped off the guide wire. The guide wire had been inserted into another manufactures drainage catheter. Following insertion of another manufactures stent, some resistance was encountered while with drawing the guide wire. During removal of the guide wire from the drainage catheter, it was noted that a significant portion of the hydrophilic coating had stripped off. Radiological examination indicated that the stripped coating was attached to the distal tip of the catheter. The catheter was successfully withdrawn complete with the stripped coating. No patient injuries or complications were reported.

Manufacturer narrative:
The guide wire has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.